Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to field h9 for the corrected information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument's grip open lever was manually articulated off the system and the grip tips failed to close all the way for every attempt. No grip misalignment was observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. No dislodged blade was observed. No failures were observed during log review. Failure analysis found the secondary failure of dislodged grip drive retaining ring to be related to the customer reported complaint. The instrument's housing was removed and the instrument was found to have a dislodged grip drive retaining ring. This failure likely caused the grip tips to not close all the way when the grip open lever was articulated. Additional observations not reported by site: the instrument was found to have a missing washer on the grip tube at the proximal end. Root cause of this failure is attributed to a component failure. The instrument was placed on the in-house and failed initialization after multiple attempts. The blade failed to retract, causing the initialization failures. As a result of the initialization failure, functional tests are unable to be performed. No image or video clip for the reported event was submitted to isi for review. A review of the vessel sealer extend (480422-01/l91220313-0366) use logs associated with this event has been performed. Per the review, the instrument was last used in a procedure on (B)(6)2022 during a da vinci-assisted sigmoid colectomy surgical procedure, on system sk5079 with 0 uses remaining. A review of the site's system logs for the reported procedure date was conducted and the review revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is reportable due to the following: the failure mode noted in failure analysis investigations is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend broke while in use, the surgeon was unable to close jaws together. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information from the surgeon of this procedure. However, as of the date of this report, no further details have been received.